Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2010; patient inratio: 1.5; md inratio: 3.8. Patient target therapeutic range is 2.0-3.0.